Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic gastrectomy. During the procedure, it was found that the tissue pad started peeling. It was reported that the device was replaced to another same device and the intended procedure was completed. Patient injury was not reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. As a result of evaluation on may 25, 2016, omsc confirmed that the tissue pad was worn but not peeled off. The manufacturing history of the subject device was reviewed, with no irregularities noted. As a result of evaluation of omsc on may 25, 2016, there was no malfunction which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.